Event description:
Related manufacture reference number: 2017865-2021-38130. It was reported that the patient presented remotely. Upon interrogation it was noted that the atrial lead exhibited noise over-sensing causing pacing inhibition and automatic mode switch. Device check was scheduled to further examine the event and to confirm suspected high capture threshold for atrial and left ventricular leads. The patient was in stable condition.

Event description:
New information noted that the device was interrogated on (B)(6) 2021. High capture threshold was confirmed. Programming changes were made. The patient was in stable condition.